Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri) due to extended charge times. This device was listed on the, mid-life display of replacement indicators advisory. It was reported that the beep tones were programmed off and the patient was to be scheduled for a replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.